Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was having difficulty charging the pump. The customer stated they believed the charging issue was caused by the usb cable. Reportedly the usb cable is damaged at the end that connects to the power source. There was no impact to the customer's blood glucose level. A replacement usb cable was sent to the customer.